Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported by the patient that their implantable cardiac monitor (icm) is "not doing what it is supposed to be doing," it was not implanted properly, the device fell out, and they were bleeding from the incision site. The status of the device is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.